Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch ping meter had a fading display. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 8-10x daily and his results are usually around ¿7-12 mmol/l.¿ the patient manages his diabetes with apidra insulin. The alleged issue began about 3 or 4 months prior to contacting lfs. The reporter confirmed the patient continued to test with the subject meter until the display became ¿unreadable.¿ the subject meter reportedly became ¿unreadable¿ on the afternoon of (B)(6) 2013. The reporter denied the patient made changes to his usual management routine. Later that same afternoon, the reporter confirmed the patient developed symptoms of dizzy, nausea and had low/ little energy. The patient obtained a blood glucose result of ¿24 mmol/l¿ with another meter and administered self apidra insulin (20 units) as treatment. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of ¿dizzy, nausea and low/ little energy" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.